Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.

Event description:
It was reported that patient had a re-tear of right rotator cuff treated with arthroscopy, it was recovered.